Event description:
Customer told about an issue with the gum crayola toothbrushes with the suction cup base. The issue they had was with the bristles coming loose from the brush head. A bristle came out the brush head after the first use of one of these toothbrushes. They had several other bristles come out on subsequent uses. They said while there don't appear to be any more loose bristles, they didn't want to take the risk and discontinued using the toothbrush. They also mentioned this was particularly dangerous in their case since their son is non-verbal. He couldn't tell them if a bristle was loose in his mouth. He also isn't able to spit so there was a much greater likelihood that he could swallow a loose bristle without detection.